Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. The customer stated that the screen was blank and changed the battery still blank tried another battery. The troubleshooting was performed and was advised to insert the new battery. Customer states the display returned. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.